Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 23mm portico valve was successfully implanted using a small flexnav delivery system, in a patient with a history of a left bundle branch block. It was confirmed via electrocardiogram that post-implant the patient was experiencing a complete heart block. The patient had a noted normal sinus rhythm with left bundle branch block prior to implant. There were no recaptures of the 23mm portico valve and no noted complications during the implant procedure. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. The decision was made to implant a permanent pacemaker to treat the complete heart block. The patient was discharged at the time of report.

Manufacturer narrative:
An event of a complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.